Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) has migrated, displacing the leads. The patient noted that because of this they had a fever. The patient has also noted  feeling dizziness, and that after being shocked they have randomly heard tones from their device that the patient noted sounded like ¿chirping like a little bird¿ and ¿two wires that are sizzling.¿ the patient said that they have recently been evaluated by a medtronic technician that said the leads are ¿presenting all types of interference.¿ the right atrial (ra) lead was explanted and replaced. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.